Manufacturer narrative:
Please note that the following section was inadvertently missed on the initial MFR report and is being included on this follow-up #01 MFR report: 1. Operator of device. This report is associated with MFR report number: 3005168196-2017-00818.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 43.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset and compressed coil winds in multiple locations. Conclusions: evaluation of the returned device revealed the embolization coil had offset and compressed coil winds. This type of damage typically occurs due to forceful advancement of the ruby coil against resistance, and caused grittiness and resistance when advancing the ruby coil during functional analysis. The root cause of the initial resistance experienced during the procedure could not be determined. Further evaluation revealed the pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging for return. The non-penumbra microcatheter and the second ruby coil mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00818.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils. During the procedure, while attempting to advance two ruby coils through a non-penumbra microcatheter, the physician experienced resistance and the ruby coils were unable to advance through the microcatheter; therefore, they were removed. The procedure was successfully completed using a new ruby coil. There was no report of an adverse effect to the patient.